Manufacturer narrative:
Inspected 2 opened/used enlite sensor and found 1 of 2 sensors with cannula broken with missing broken part. See attached file for details. Unable to confirm customer received sensor damage due to customer returned opened/used. Remaining sensor found with needle bent inside sensor base.

Event description:
The customer reported via phone call that she received lost sensor alerts. Upon removal of the sensor, customer stated that the cannula was missing. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.